Event description:
It was reported that: following tavr procedure physician deployed an 18fr manta. Following deployment , a post angio was taken. It showed there was an occlusion with blood flow stopping at the access point. Physician decided to cut down to resolve the problem. The physician said he felt a "pop" when advancing the medtronic valve sheath and determined he created a dissection and did not blame this on manta. Additional information: micro puncture and ultrasound were utilized to gain a high access position in the right common femoral artery. Vessel size was 7.2mm with no reported calcification or tortuosity. Measured depth for the manta was 5.5+1cm. It was reported that when advancing the procedural sheath, the physician "had issues advancing the sheath and they felt a pop which they suspect caused a dissection". Blood pressure was 140/60mmhg and act was 331 prior to closure and protamine was administered intravenously prior to closure. After the cutdown procedure the physician found that manta was positioned correctly , and collagen was on top of the vessel. The manta was explanted during cutdown. The patient was reported as fine post the procedure.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated during lot release of manta lot, a single device exhibited a failure of the collagen deployment specification. No other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, the patient weighed 217 pounds and exhibited a bmi of 41. The manta instructions for use warns not to use manta if the patient has marked obesity (bmi >40 kg/m2). A higher positioned access was gained utilizing micro puncture and ultrasound guidance. Arteriotomy was 7.2mm, with a depth measurement of 5.5cm + 1cm, clear of calcification. The physician felt a "pop" while advancing the procedural sheath and suspected a dissection formed. Following the tavr procedure, an 18f manta device was deployed to the measured depth in the right common femoral artery. Following deployment, a post-angiogram revealed an occlusion with stoppage of flow at the access site. The physician decided to surgically intervene to resolve the occlusive flow. During the intervention, manta was explanted, although visibly seen correctly positioned with the collagen on the topside of the vessel. The dissection was repaired, and the vessel was sutured for closure, achieving hemostasis within ten minutes. Dissections are a common large-bore procedural complication; and in this case, was determined the dissection occurred prior to the manta deployment. Therefore, the root cause for why the manta was ineffective in achieving hemostasis requiring surgical intervention is likely due to user error. The manta instructions for use lists potential adverse events related to the deployment of vascular closure devices including ischemia of the leg or stenosis of the femoral artery, and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Precautions per the IFU state: if bleeding from the femoral access site persists after using the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis.

Manufacturer narrative:
Qn#(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: following tavr procedure physician deployed an 18fr manta. Following deployment , a post angio was taken. It showed there was an occlusion with blood flow stopping at the access point. Physician decided to cut down to resolve the problem. The physician said he felt a "pop" when advancing the medtronic valve sheath and determined he created a dissection and did not blame this on manta. Additional information: micro puncture and ultrasound were utilized to gain a high access position in the right common femoral artery. Vessel size was 7.2mm with no reported calcification or tortuosity. Measured depth for the manta was 5.5+1cm. It was reported that when advancing the procedural sheath, the physician "had issues advancing the sheath and they felt a pop which they suspect caused a dissection". Blood pressure was 140/60mmhg and act was 331 prior to closure and protamine was administered intravenously prior to closure. After the cutdown procedure the physician found that manta was positioned correctly , and collagen was on top of the vessel. The manta was explanted during cutdown. The patient was reported as fine post the procedure.